Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6)2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (concentration and dose unknown), indicated for cerebral palsy and intractable spasticity. It was reported that the patient underwent a baclofen pump revision with the replacement of the intrathecal catheter for a concern for pump malfunction on (B)(6) 2018. No further information was provided.